Event description:
It was reported by the patient that the previously working remote monitor had no power. A new power cord was to be sent to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the previously working remote monitor had no power. A new power cord will be sent to the patient. No patient complications have been reported as a result of this event. It was further reported that the monitor was returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that a rubber foot was missing from the assembly. The monitor passed all functional testing, analysis was unable to confirm the reported event.